Manufacturer narrative:
Section b5 describe event or problem: corrected. Section d4 primary unique device identification (UDI) number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of the system monitor displaying incorrect information was not confirmed. The system monitor displayed a replace backup battery alarm accurately, as the connected system controller backup battery did not pass its load test. The system monitor was not returned for analysis. The device history records have not been reviewed due to the lot and serial numbers not being provided. Heartmate system monitor instructions for use (IFU) (rev. B) informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate 3 instructions for use (rev. C) section 4 ¿system monitor¿ and heartmate 3i patient handbook (rev. D) section 6 ¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. The heartmate 3 patient handbook (rev. D) and the heartmate 3 patient handbook (rev. C) caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the exchange of the system controller resolved the alarms.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system monitor displayed a "replace backup battery" alarm. The backup battery was exchanged but the alarm still displayed on the system monitor. The battery was then exchanged a second time, but the alarm still did not resolve. The system controller was then exchanged.